Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer reported that she treated, and changed the set and reservoir and stated that it looked like there was the same amount of insulin. The blood glucose reading was 600 mg/dl. The customer also reported receiving no delivery alarms. The customer treated with manual injection. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin was clear. The insertion site was not sore or irritated. The time and date, and basal rate and bolus settings were correct. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to change the set, reservoir, and insulin and to treat per a health care professional's instruction.